Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient needs to get their interstim removed due to extreme pain at the ins site. Patient confirmed the pain is not thought to be related to stimulation as they cannot feel any stimulation. Patient went to their managing physician's office yesterday, but was not able to meet with the physician and declined to work with their pa. Patient stated a women looked under their shirt, touched it, and said it was fine. Patient was also instructed to keep therapy logs to track symptoms. Patient was told they have surgery scheduled for (B)(6). Patient reported they are in so much pain they might resort to cutting the device out themselves. Agent did not ask about the circumstances that led to the reported issue. The caller was redirected to seek urgent medical attention as they deem appropriate. Troubleshooting reviewed danger of patient attempting device removal and encouraged patient to follow up with managing physician if possible. Patent also mentioned they needed narcotics to manage their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.